Manufacturer narrative:
Correction: h6 product not returning.

Manufacturer narrative:
Correction: missing h2 selection.

Event description:
It was reported that a patient presented with inadequate capture noted on the patient's right ventricular lead. The lead was explanted and replaced on 12 may 2023. The patient was stable throughout.